Event description:
A diaysis home pt reported the heater bag was inflated with air during treatment using homechoice device, which may indicate a leak in the set of the homechoice cassette. The home pt discontinued treatment and there was no pt injury per the home pt.